Manufacturer narrative:
Zyno medical sent a quality alert to the contract manufacturer on 02/26/2020. Customer returned administration set was sent to the contract manufacturer on 03/10/2020. The contract manufacturer provided the investigation report on 07/15/2020. Trend review was performed for complaints and raw material. One complaint and one quality notice related to the reported failure were identified in a 1-year period. The actual device was tested and the leakage was observed. The reported issue was confirmed. Possible root cause can be the booster, which controlled the amplitude of the welder, was not operating adequately. This potentially lead to inadequate welding on the defective part. Quality alert was generated for qa and operator's awareness about this failure. Corrective actions had been completed to address the issue.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00002).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 2/18/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stating that "it has been brought to my attention that there was a leak from the filter of an administration set that caused a significant spill of one of our research drugs on (B)(6) 2020. We are currently using b2-70072-f tubing for our filtered tubing. Lot number (10) 19116557. Expiration date (17) 2022-11-16. We do still have the tubing for this instance." A patient was involved, but was not harmed or injured. The device operator was a registered nurse. The contract manufacturer of the affected device is becton, dickinson and company.